Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creatinine lot number and expiration date were not provided. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
For medwatch field e1. Initial reporter e-mail address the address provided was provided as (B)(6). The cobas 8000 cobas c 701 module serial number is (B)(6). A field service engineer (fse) discovered that the pipeline was damaged and replaced it. He also checked the flushing station, cleaned the sample needle and reagent needle. He adjusted the water injection volume and adjusted the position of the reagent probe and the sample probe. No obvious abnormalities were found in the instrument. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module. Sample 1's initial result was 129 umol/l, and the repeat result was 63 umol/l. On (B)(6)2025, sample 2's initial result was 118 umol/l, and the repeat result was 90 umol/l. The questionable results were repeated as they did not match the patient's clinical diagnosis and were not released outside of the lab. The repeat results are deemed to be correct.